Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between 05-11-2023 and 05-14-2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was white liquid at the bottom of the spike port cover. This suggested a possible hole or tear at the membrane area of the spike port causing a leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a exactamix 5000 ml eva tpn bag leaked. The leak originated from the middle port ¿into the cap area¿. The leak was contained within the cap and did not have exposure to the outside environment. The leak was identified prior to leaving the compounding facility. There was no patient involvement. No additional information is available.